Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty fixing the lead to the target vessel. The lead was no longer used. The patient was in stable condition post surgery.